Manufacturer narrative:
Initial.

Event description:
It was reported that a user contacted support while due to change the infusion set, with blood glucose reading high at 260 mg/dl, and was guided through replacing an inset 23-inch infusion set and resuming insulin; earlier, the user experienced a low glucose of 41 mg/dl, ingested a small amount of juice, and then additional carbohydrates at the direction of a caregiver, after which glucose rose and remained elevated before trending down. Symptoms included hypoglycemia followed by hyperglycemia, with the user also noting dry mouth. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure or method, with no specific device component implicated. The pattern of events suggested overtreatment of hypoglycemia contributed to subsequent hyperglycemia, and the new infusion site was allowed time to take effect. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.